Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that sample handler drawer 3 was unable to open, and a visible spark was observed from the atellica sample handler prime. Siemens remotely assisted the customer and instructed them to properly power down the sample handler (sh), process center computer (pcc), and vessel mover module (vmm). Once the modules transitioned to the off state, the modules were powered off at the breaker. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the drawers, printed circuit boards (pcbs), and associated wiring harnesses. No damage or malfunction was found in these components. The cse completed maintenance, and the customer reloaded quality control (qc) and calibrators into the module. Further, the cse was unable to identify any pinched cabling, defective photo sensor or magnet in the drawer system that could have contributed to a spark. The cause of the spark is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that sample handler drawer 3 was unable to open, and a visible spark was observed from the atellica sample handler prime. The customer confirmed that there were no visible flames, fire or smoke observed due to the event. The customer did not experience an electric shock, and no injury to the user/patient due to the spark. There are no known reports of adverse health consequences due to this event.